Manufacturer narrative:
The usm was tested on an in-house system in normal mode with no triggered errors. The usm was also tested on a patient fixture test platform (pftp) where it failed carriage switches. Aba troubleshooting was performed where the gold accp, accl, acci, and acc was needed to pass test. No signs of visual damage during inspection. The accp, accl, acci, and accr was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported having issues where they couldn't get the vessel sealer extend installed on arm 4. Customer tried a new vessel sealer and they re-draped usm4; arm 4 was not recognizing any instruments. They moved the vessel sealer to arm 3 and continued with the procedure with 3 arms. Customer requested that the fse follow up as they had a procedure scheduled for next day. The procedure was completed as planned with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the procedure was originally a 3-arm procedure as they planned to stow arm 1, however arm 4 was not functioning as needed. It was not accepting the instrument therefore continued the procedure with arms 1,2, and 3. After the procedure they reseated the drape and restarted the system and was able to continue using arm 4 for the next procedure however the issue happened again. The technician went out and replaced the arm due to the issue. Since then, there have not been any other issues. No patient demographics obtained.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The fse confirmed that a hard reboot and retest instrument engagement to resolve the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.